Event description:
The bard composix kugel hernia patch was implanted in pt's abdomen in 2003. This patch is implanted on the inside of the abdominal wall and is supposed to allow tissue to grow into the patch. Later on, pt noticed that the hernia had returned. Subsequent surgery in 2004 revealed that the patch did not adhere to the abdominal wall, there was no tissue in-growth at all, the patch had to be removed and a different hernia repair undertaken. Thus, because the product did not perform as promised, pt had to endure an additional surgery. The surgeon said that this has happened before with another pt.